Manufacturer narrative:
The last calibration performed on 21-may-2023 was ok and there were no alarms. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas 8000 cobas ise module is 1976-05. The field service engineer could not determine a cause. The syringes, flow paths, electrodes, and pinch tubing were inspected and no issues were found. Checks and precision studies were performed; these recovered as expected. The customer ran calibration and controls; the results were within expectations.

Event description:
The initial reporter stated they received questionable results for 17 patient samples tested with the na electrode on a cobas 8000 cobas ise module. The customer received a moving averages alert for patient samples tested on the system, so they ran quality controls. Controls failed for na. 63 patient samples tested up to the last successful qc were then repeated. The customer corrected reports for 17 patient samples. The customer provided an example of one patient sample that had discrepant na results. This sample initially resulted in a na value of 139.2 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a value of 124.5 mmol/l.